Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified multiple node 40 disconnect errors in the error log. He replaced the ffb board and booted the system. The unit operates as intended.

Event description:
The customer reported that there was an intermittent error. The generator rebooted and the left monitor went blank. No injury was reported.